Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead, (B)(6) 2014; dtba1d4 bi-ventricular defibrillator, (B)(6) 2014; 694958 lead, (B)(6) 2006; 511211 competitor lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient exhibited worsening heart failure and the right ventricular (rv) lead exhibited 'metal touching metal'. The rv lead remains in use. No further patient complications have been reported as a result of this event.